Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), once access was gained with the introducer, it was noted that the valve on the sheath became loose when the dilator was removed. The physician pushed it back into place and was used for duration of the procedure where leaking was noted throughout. During implant of the leadless ipg, there was three deployment attempts made due to poor electrical's. When a new position was selected, contrast injection under fluoroscopy showed contrast in the pericardium. The leadless ipg was placed where good electrical parameters were noted. Echocardiogram was then done, where it showed that the right ventricular (rv) had a perforation, with pericardial effusion noted. Pericardiocentesis was performed with 300 mls of blood removed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The analysis indicated that there was a mechanical issue with the delivery system introducer. The sheath of the delivery system introducer was damaged. The distal seal of the delivery system introducer was torn. Blood was observed on the strain relief of the delivery system introducer. Blood was observed on the delivery system introducer distal seal. Blood was observed on the delivery system introducer proximal seal. Visual analysis of the introducer indicated damage during use. The analyst noted a partial introducer was returned without the dilator and without the seal cap. The sheath of the introducer was cut off at 8 cm. There was blood under the strain relief. There was blood on the proximal and distal seals. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.